Manufacturer narrative:
On 7/8/2019, additional information was received indicating the device information for the replacement devices were lot number 7712732, serial number (B)(4) (r) and (B)(4) (l). On 7/17/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the posterior aspect measuring approximately 0.1 cm. No other anomalies were observed. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate plus profile 300cc, catalog number 3502300, serial number (B)(4), lot number 5804807. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 300cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate plus profile 300cc, catalog number 3502300 on (B)(6) 2019.